Event description:
It was reported that when the physician interrogated the device and attempted to perform a charge capacitor test, during which the device did not display any results of the charge test. The physician then stopped the initial test, and initiated a second one, when the device displayed the correct results. Additionally, the patient indicated that the device had been making noise that the patient stated did not sound like the normal alerts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076, implantable pacing lead - (B)(6) 2013; 4598, implantable pacing lead - (B)(6) 2013. (B)(4).